Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: three (3) echocardiographic videos of the reported device were provided. The first video (titled "img_0693") captures an lvot view with color doppler. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. In the video, the clip has successfully grasped both leaflets and appears to be in a fully closed position of ~20°. The delivery catheter (dc) can be visualized attached to the clip indicating the video was taken prior to deployment (mechanical separation). It is unclear at what point during the deployment sequence (e.g. Prior to first efaa check, after lock line removal, etc.) The video was taken. The second video (titled "img_0694") captures a 3d en face view. The 3d en face view is an atrial view of the "top" of the valve, such that the clip cannot be directly visualized as it is located ventricularly under the valve. In the video, the leaflets are coapted indicating the clip is in a closed position. The dc shaft can be visualized centrally and attached to the clip indicating the video was taken prior to deployment. The clip is positioned centrally in the a2/p2 region with a notable posterior bias; the clip is positioned adjacent to the posterior aspect of the annulus. During the cardiac cycle, minimal posterior leaflet movement can be visualized indicating the patient likely presented with a tethered/short posterior leaflet (challenging anatomy). The third video (titled "img_0695") captures an lvot view with color doppler, similar to the first video ("img_0693"). In the third video, the clip is fully deployed as there is not dc/cds in view. The clip arm angle appears to be ~30° - 40° with a notable regurgitation jet originating from the clip; the clip appears stable on both leaflets. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye are not confirmed, it is apparent that the post deployment clip arm angle is ~10° - 20° larger than what is observed in the first video taken pre-deployment (mechanical separation). The arm angle change observed in the videos provided is indicative of a potential post deployment cowl and aligns with the reported incident details. Lastly, it should be noted that there is evidence of challenging anatomy observed in the second video and indicates a potential tethered/short posterior leaflet. This could result in excess tension on the clip arms and should be considered a possible contributing factor to the post deployment cowl.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The first clip grasped the leaflets and the mr was reduced. After deployment the clip opened from a 20 degree angle to a 45 degree angle. The clip remained stabled. The second clip was implanted to reduce the residual mr. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.